Manufacturer narrative:
The reported complaint of suspected catheter leak was confirmed during the functional testing of the returned icy catheter (lot#: 205971). During the functional pressure leak test, a bonding leak and a pinhole leak were observed at the proximal end of the distal balloon. The probable root cause of the bonding leak is a latent defect in the bond, and the probable root cause of the pinhole leak is a latent material defect. During the functional leak test of the returned catheter, all infusion ports and extension tubes were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the distal balloon, and a pinhole leak was located 2 cm away from the proximal end of the distal balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation results related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number: 205971.

Event description:
A patient received ivtm therapy for fever management. The icy catheter (lot#: 205971) was smoothly inserted into the patient's right femoral vein in a single attempt. No adjunctive temperature management or relative procedures were performed on the patient prior to the ivtm treatment. The patient's body temperature at the beginning of the treatment was 39.1 °c, and the target temperature was set at 37.5 °c to cool the patient. Seventy hours after the initiation of the treatment (cooling the patient), the thermogard system generated an "air trap" alarm. The pump rotor stopped, and the console entered standby mode. The customer noticed that the 500-ml saline bag was empty. No saline solution was observed on the floor, the patient's bed, or the console. There was no blood tinge in the suk tubing. However, the customer suspected that 250 ml of saline had infused into the patient's bloodstream from the catheter. The catheter was replaced. There were no issues with the thermogard console used during the event. No patient injury was reported. No consequences or impacts on the patient.